Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b5 and d11.

Event description:
Additional information was received stating that the surgery was done on the patient¿s left side. The femoral stem was an srom with sleeve. Size is unknown.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for elevated metal ions levels. Explanted the pinnacle metal on metal liner and srom head. Implanted an altrx 56x36mm liner and a new 36 +6 srom cocr head. Doi: 2007, dor: (B)(6) 2020, left hip.